Manufacturer narrative:
Event date: exact date unknown, event occurred approximately (B)(6) 2022.

Event description:
It was reported that the patient was unable to connect the ipg to charger. The patient underwent a pocket revision procedure, however the patient still was experiencing difficulty connecting when standing and had to maneuver it to connect. The patient then underwent an ipg replacement procedure and was doing well postoperatively and the explanted ipg will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred approximately (B)(6) 2022.

Event description:
It was reported that the patient was unable to connect the ipg to charger. The patient underwent a pocket revision procedure, however the patient still was experiencing difficulty connecting when standing and had to maneuver it to connect. The patient then underwent an ipg replacement procedure and was doing well postoperatively and the explanted ipg will not be returned.